Event description:
A malfunction was reported by the customer regarding their pump. There was no reported impact to the customer¿s blood glucose level. The customer was informed by technical support that they would receive a new pump with updated software, and they were advised to use multiple daily injections (mdi) as a backup therapy. Technical support provided instructions for putting the old pump into storage mode and arranged for the return of the malfunctioning unit to avoid charges. The replacement pump was sent to the customer after confirming the shipping details, and they were advised on programming their settings and connecting their continuous glucose monitor (cgm) to the new pump.